Manufacturer narrative:
The automated impella controller was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. This is one of two related reports. This report represents the automated impella controller. Another report was submitted to represent the pump. Refer to section h.10 for the related report number.

Event description:
The user facility reported the automated impella controller (aic) experienced an on going suction alarm.

Manufacturer narrative:
D9 the device was returned and the date received was added. H6 codes were updated to reflect the device being returned. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.